Manufacturer narrative:
(B)(4).

Event description:
It was reported that device entrapment occurred. The target lesion was located in the left superficial femoral artery (sfa) popliteal. Thrombus aspiration was performed with the 2.4mm jetstream® xc atherectomy catheter over a non-bsc wire. The catheter got stuck on the wire and they were unable to separate the device. The catheter and wire were removed together losing access to the leg. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was in the device. A .014 diameter pin was put into the tip of the device to check for the correct size of the lumen. The pin passed through with no hesitation or restriction. A jetwire was inserted into the lumen and traveled through the device with no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error, the guidewire that was used during this procedure was not on the list of compatible guidewire to use with the jetstream device. (B)(4).

Event description:
It was reported that device entrapment occurred. The target lesion was located in the left superficial femoral artery (sfa) popliteal. Thrombus aspiration was performed with the 2.4mm jetstream® xc atherectomy catheter over a non-bsc wire. The catheter got stuck on the wire and they were unable to separate the device. The catheter and wire were removed together losing access to the leg. The procedure was completed with a different device. No patient complications were reported.